Event description:
Consumer stated: she accidentally swallowed the metal piece the bristles are connected to on the product and she wanted to know if it was harmful. Spoke with consumer, the interdental was plastic and she is unsure if she swallowed it or if it maybe went down the sink. When she went to toss the pick away she noticed the bristles gone. She did not seek medical attention, she feels fine.